Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on september 29, 2022, with lot number 3516136. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.